Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a manufacturer representative reprogrammed the patient on (B)(6) 2015. The patient had severe nausea and vomiting after the programming adjustment. This was due to a gradual change in symptoms. The consumer further reported that for a couple of months now they had been experiencing nausea and vomiting. The patient had the implant adjusted 2 weeks prior to (B)(6) 2016. The patient experienced constipation really bad on (B)(6) 2016, so the patient was on the ground stretching on their back and when they brought their knees toward their head, they felt the implantable neurostimulator (ins) flip upward in their abdomen. It ¿tired¿ where the patient¿s incision was and the patient felt bruised inside and didn¿t feel good. The patient tried contacting their health care provider (hcp), manufacturer representative, and primary care physician (pcp) regarding the issues and didn¿t know what to do. The patient wanted to know if they should go to the ER or what they should do. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had 7 or 8 surgeries regarding the implants including the implant surgery. This did damage on their body. The patient developed a seroma after the first implant and developed another one. They also had problems and the implanted neurostimulator (ins) started to float towards and hit their ribs due to the pocket created for a non-medtronic product. If the patient bent over, it was right there. It had continually gotten loose, dislodged, and floated around/stuck out of their abdomen. Their most recent revision was on (B)(6) 2017. This device ended up being replaced for normal battery depletion. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient had 3 surgeries, not 7-8. The first surgery was to implant the device, the second was to drain the seroma that was causing discomfort and movement of the device secondary to accumulation of fluid, and the third was where the mesh was placed to adequately fixate the device, which solved the problem with the device flipping. There were no operative records of the device being removed.